Manufacturer narrative:
A visual inspection of the device confirmed the reported complaint. The upper jaw has broken free from the shaft and is missing its jaw tabs. The broken pieces were not returned. The shaft is bent. It appears that the device was likely over torqued causing the upper jaws tabs to break and become disengaged from the lower jaw assembly resulting in the reported failure. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the elite pass bite with ratchet broke while attempting to pass a suture. A backup device was available for use. No patient injury or other complications were reported.